Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system was performing as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon was navigating the first interbody and at the beginning, she was using primarily the chicken foot and mast dialater. After this, the globus disc prep sets were used with the navlock trackers. Accuracy was confirmed the whole time using another manufacturer's imaging device. At some point during the procedure, the patient lost all motor functions on the lower half and the surgeon felt it was due to applying pressure inside the spine between l1 and l2.

Manufacturer narrative:
Medtronic received information, from a charge nurse at the site, the paralysis of the patient was permanent. A software investigation was performed to determine the probable cause of the anomaly. It was reported that the software was found to be functioning as designed as the adverse event was contributed to pressure being applied to the l1-l2 disc space.